Event description:
It was stated that the no delivery alarm no longer works on the insulin pump. It was also stated that the customer experienced high blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.